Event description:
During a laparoscopic cholecystectomy, two clip appliers were opened and "misfires" were experienced on each device. Misfires meaning the clips did not apply when the device was activated by the surgeon. Applied medical-epix universal clip applier; ref #(B)(4) lot#-1365516 expires 08-07-2022.